Manufacturer narrative:
Other text: d4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. No problems or issues were identified during this device history record review.. Testing/inspection: one unit was returned for evaluation of the failure and pictures by the customer was provided. Unit returned was received inside of a plastic bag which was not their original package. The piece provided per customer was revised and the non-conformity as missing plastic tape from the breathing bag was confirmed. The root cause of the reported event was identified in the process. The personal accumulated breathing bags with tape and without tape in the operation station was identified the risk exist to send nonconformance product. Guards were added in the station to eliminate the risk to accumulate breathing bags in the process. Completed on 07/29/21 personal notification about the process per procedure was complete on 07/30/21.

Event description:
It was reported that during a pre-use check, the customer noticed the connector and the breathing bag were not wound with plastic tape and they got detached. No patient injury was reported.